Event description:
Information received from a manfacturer representative ndicates a patient underwent total device system explant due to infection. The patient was exhibiting slow healing of the wound site at the pocket and around the extension connector. Cultures were done which producted mrsa growth. The patient was treated with vancomycin and is having no adverse effects. The device was not returned to the manufacturer for analysis.